Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2000 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the mesh migrated from the original site to the right lower quadrant of the anterior abdominal wall. The mesh was removed due to extensive adhesions to the anterior abdominal wall. It was reported that the patient experienced an unknown event. No additional information was provided.